Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a system monitor with a damaged front screen and turning on, was confirmed when the returned unit was evaluated by technical service. The front screen glass was cracked inoperable; the main board in the unit had a damaged component in the input power circuit. The system monitor touchscreen glass and main board were replaced. The unit was tested and passed. The repaired unit was returned to the rental/loaner pool. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The investigation revealed that there was damage to the main board of the system monitor.